Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was symptomatic due to no rate response on the pulse generator. The sensor was reactivated.